Event description:
According to the reporter, the patient with renal failure needed long-term hemodialysis treatment. When the patient used the machine, it was found that there was a crack in the venous adapter of the catheter. They reported to the head nurse immediately and notified the director. They reversed the connection immediately, and the patient used the catheter with the machine normally. On (B)(6), the venous end connection adapter of the dialysis catheter with a tunnel polyester sleeve was replaced, and then normal use was resumed as preliminary actions. There was no reported patient outcome.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.